Event description:
It was reported that the tip of the wire broke off. A 200 cm x 10 cm fathom -14 guidewire was advanced for prostatic artery embolization procedure. However, the tip of the wire broke off and the detached portion was left inside the patient, while the other portion was removed. The case was completed afterwards, and there were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the device was not returned for analysis. However, media inspection was performed with the attached photo, but it was not possible to determine the reported allegation of distal tip detachment.

Event description:
It was reported that the tip of the wire broke off. A 200 cm x 10 cm fathom -14 guidewire was advanced for prostatic artery embolization procedure. However, the tip of the wire broke off and the detached portion was left inside the patient, while the other portion was removed. The case was completed afterwards, and there were no patient complications as a result of this event.